Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer storage space failed and required maintenance. The customer tried to reboot, recover and reseat the power plug, but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer storage space failed and required maintenance. A field service engineer (fse) found that the latch catch for drawer 5.1 was loose inside the drawer due to missing retaining screws. The latch catch was remounted, and the hard stop latch catch was replaced. Functionality was verified using the hardware test application (hta), and escort recovered the drawer and performed inventory of medications in drawers 5.1 and 5.2 through the application without any issues. Manual release was also verified, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.